Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The foreign material could not be identified, and the cause of the material remaining in the nozzle could not be further specified. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): the IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign matter in the nozzle. There was no patient involvement.